Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that the device had rapid battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed, and then explanted and replaced due to premature battery depletion.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 82% of expected longevity. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. Battery analysis revealed no evidence of an internal short to account for the premature battery depletion. Backlit images of the anode found uniform lithium depletion with intact, thin lithium across the anode, typical of that found in depleted batteries. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. Upon further review and taking into account the large number of at/af therapies provided, the conclusion is the device met 80% expected longevity. If information is provided in the future, a supplemental report will be issued.